Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reported that the unit presented a nutrition leakage at the spike during patient infusion. There was no patient injury, medical intervention, or adverse reaction was associated with this event.

Manufacturer narrative:
Investigation conclusion: the customer reported that the unit presented a nutrition leakage at the spike during patient infusion. There was no patient injury, medical intervention, or adverse reaction was associated with this event. This report refers to product code 775100, epump cross spike feed & flush, with lot number 200270077, manufactured on 26-jan-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. One (1) used product was returned for evaluation. Visual inspection and functional testing performed confirmed the report of leak between the cross-spike and silicone line. An investigation was initiated to determine the root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.